Event description:
An attorney has contacted depuy and states they represent the pt following hip revision surgery. The reason for the revision is that the locking ring disassociated from the contrained liner.